Event description:
MFR review of a pt's vns programming history noted the pt was interrogated and found to be at default systems diagnostics settings of 1ma/20hz/500pw/30 sec on/60 min off. It is unlikely these settings were intended, as 60 minutes of off time is not a therapeutic setting. A faulted system diagnostics test was not noted in the history and may have occurred with a different vns programming system.

Manufacturer narrative:
Analysis of programming history.